Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformance. During the investigation mmdg found that the pump alarmed "shut door" when the "load set" alarm should have occurred. The pump was repaired and returned to the customer.

Event description:
The initial reporter stated that the pump did not alarm when there was no set installed. They also stated that this occurred during testing, and no patient had been involved. [(B)(4)].